Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, an extended opening with striated edge and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: an extended striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.